Manufacturer narrative:
The consumer reported that the patient had a tooth type of 3 stability was achieved before prosthetic restoration & osseointegration was achieved.

Event description:
The consumer reported that the patient had a tooth type of 3 stability was achieved before prosthetic restoration & osseointegration was achieved.